Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tenderness and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of cellulitis, edema and pain: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks. Prior to the injection the patient was given chlorhexidine. About 4 months later, the patient called the clinic reporting having tenderness on one of their cheeks for 2 days. Patient had gone to a doctor and was given antibiotics. There was no hardening. The patient noted having facial acne a few days prior to noticing swelling and tenderness. There is suspected cellulitis at the injection site and the patient is in the hospital being treated with IV antibiotics. Upon admission, the patient had facial swelling that was consistent with dental abscess and facial cellulitis. The doctor from the hospital had contacted the clinic with the suspicion of cellulitis on the patient's cheeks and treatment information. Patient had also been taken to the theatres for an aspiration. Patient has been discharged from the hospital and their facial swelling has started to come down after the IV antibiotics. Patient was discharged with 80% improvement. Swelling completely resolved. The patient had their dental issues fixed later and symptoms have completely resolved.